Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned product confirmed the complaint. The returned spacer is extremely damaged. The date lot code of ay0306 indicates it was manufactured in march of 2006 and is over 9 years old. The root cause appears to be misuse and heavy usage. Based on the age and condition of the product no corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The adapter trial is worn.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.